Manufacturer narrative:
Two infusion cannulas were received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when addtional information becomes available.

Event description:
The customer reported the mini-infusion could not be inserted into the trocar cannula. The surgeon tried to insert another mini-infusion, but it did not work either. The trocar cannula was finally removed, and a new sclerotomy was necessary with another trocar cannula and another mini-infusion. The surgery was continued and the patient's outcome is fine. The patient suffered from a slight hypotonia in the eye after surgery which is a normal reaction, according to the surgeon.